Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No motor error alarm was noted. The motor passed the motor test. The excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reports that customer received a motor error alarm during basal. Customer's blood glucose was 359 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. It was also reported that customer received a no delivery alarm during priming. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.